Event description:
The customer reported that the system displayed a communication failure error message at the beginning of a procedure and had to be rebooted to regain system functionality. The system locked-up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions and generator interface boards were reseated. The system was then found to be operating as intended.